Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 2/13/2017 with the following findings: during visual inspection of the pump, it was observed that the pump¿s battery compartment had stripped threads. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The investigation was unable to fully tighten the test battery cap to the pump. The test battery cap was able to be removed from the pump readily therefore the investigation could not duplicate the initial complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.